Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarm noted during testing. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer received a button error alarm they could not clear. The customer's blood glucose was 282 mg/dl. Customer had treated their blood glucose with a syringe of insulin. The customer also reported they had dropped their insulin pump yesterday. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.